Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was treated with glucagon shot. The customer¿s blood glucose level was 157 mg/dl. Customer stated that the insulin delivery was not suspended due to sensor glucose value. Troubleshooting was performed for sensor glucose value and blood glucose value. The insulin pump will not be returned for analysis.